Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to update pump settings, causing the customer to experience a low blood glucose of 50 mg/dl. Customer declined to provide further information. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.